Event description:
It was reported the patient¿s deep brain stimulator (dbs) worked ¿very erratically.¿ there was a problem with the patient programmer. It was stated turning therapy on and off had been inconsistent with it.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2011, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4), : product type: programmer, patient. (B)(4).